Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving hy dromorphone (18mg/ml at 3.597mg/day), clonidine (400mcg/ml at 79.93mcg/day), and bupivacaine (30mg/ml at 5.995mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back syndrome. It was reported that the patient's pump had been stalling and recovering and the hcp would like to shut the pump off on (B)(6) 2018 to stop the alarm for the patient. The first stall was checked in the logs and was on (B)(6) 2018 at 18:18 (there were no MRI/emi/magnet interactions) and lasted 1043 hours. The patient did not have a computed tomography (CT) scan and x-ray on (B)(6) 2018. The patient came back into the office on (B)(6) 2018 and it was seen his ump was no longer in a stall. They decreased the patient's dose by 20% to the current dosing. The patient came into the office on (B)(6) 2019 due to the pump alarming and the logs stated his pump was in active stall since (B)(6) 2018. The shut off code was provided. The pump would be removed "shortly." No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.